Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, there was a "low water level" alarm at approx one min into the case. The procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
Info supplied was completed by the MFR based on info obtained from the complainant. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; results will be provided in a f/u medwatch report.